Manufacturer narrative:
The investigation for the reported introducer damage has been completed. The device was not returned for evaluation. Clinical details states the long sheath was damaged/cracked in the access and was found to be allowing blood loss. However, without the device to determine the location of the damage, we cannot determine the root cause of the reported introducer sheath damage.

Event description:
The complainant had a 74-years-old male patient with multiple cardiac comorbidities being worked up for surgery. The team attempted to place access and the impella cp via the right femoral but due to calcium the team instead placed the impella via the left femoral and the percutaneous coronary intervention (pci) was done via the right femoral access. The long sheath was damaged/cracked in the access and was found to be allowing blood loss. The team still proceeded with the placement of the cp and the pci.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿